Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had issues with the infusions sets detaching. One of the infusion sets completely fell off at the quick release, causing her blood glucose level to go over 400 mg/dl. While on the phone, the customer treated her blood glucose level with a 5 unit bolus using the insulin pump. The device was not returned.